Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 48 mg/dl. The current blood glucose level of customer was high that was 417 mg/dl. Customer was treated with food for low blood glucose level. It was found that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was found that customer had not experienced symptom at the time of incident. The auto mode feature was not active at time of incident. There was normal insulin squirting or dripping from end of the infusion set before connecting at their site. The insulin pump programming was accurate. The insulin pump will not be returned for analysis.